Event description:
It was reported that several times during a case, the machine displayed a 'reinstall ventilator' message and automatic ventilation stopped. There was no patient injury reported.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.